Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced hyperglycemia with a bg of 320 mg/dl approximately 2 hours after replacing the infusion set and reconnecting to the ilet following a shower. The user confirmed no symptoms of hyperglycemia and bg returned to 238 mg/dl within 1 hour without medical intervention. No ems or hospitalization was required.